Event description:
Registered nurse reported to territory manager that upon initial insertion an fms came out of the pt due to balloon not fully inflated. They had pulled air out, inserted into pt and they noted water leaking out around the gray autovalve inflation port and could not fill balloon. Device was removed resulting in no untoward effect to pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a follow-up report will be submitted. Reported to the FDA on march 20, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.